Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they didn't think the therapy was working correctly because they were having a lot of urinary frequency and urgency for the last 4-6 days. The patient called their managing healthcare provider (hcp), but they redirected the patient to the manufacturer. The patient called their family doctor and they took the patient's urine sample, which did not show any signs of infection. The family doctor was going to send the urine sample in for a urine culture.. The patient mentioned that they were on program 3 at 1.3 ma and could feel a little tingling near the ins site. Before calling patient services, the patient increased the amplitude to 1.4 ma, but they felt what they described as an electrical shock going down their leg. The agent reviewed that the patient could consider trying a different program, so they switched to program 4. As the patient increased the amplitude they could feel stimulation, but they didn't feel stimulation in the bicycle seat area. Instead, the patient felt the stimulation from the top to the lower part of their butt cheek, almost where the ins was located. The agent reviewed the expected area for stimulation. The patient said they would try other programs to see if they felt stimulation in the bicycle seat area until they have their appointment with their managing hcp in two weeks. The patient was advised to notify their hcp if symptoms persist.